Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer complained about sensor reading discrepancy. Customer stated that he started with sensor glucose reading of 205mg/dl; checked blood glucose and it was near that value too. He took insulin to lower blood glucose and sensor was not showing the glucose decreasing; it suddenly showed sensor glucose at 51mg/dl. He had to treat with glucose tablets and after checking blood glucose he went up to around 210mg/dl. Customer stated insulin pump requested a calibration. Calibrated and received a calibration error and then change sensor alert. Customer had to remove sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.